Manufacturer narrative:
Smith & nephew received the above reported complaint related to failure to alarm. The complaint indicates dressing was exposed and no leak or blockage alarm triggered. Regarding dressing detached from patient, a reasonable explanation could be that the dressing became detached due to the location of the wound. In regards to the pump not alarming for leak, the pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak for more than 3 minutes. There is no detail within the complaint for how long it detached the dressing from the wound. The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing at a rate greater than 3.5l/min. It is possible that thickened exudate in the tubing caused an occlusion; therefore, the air flow will not exceed the range in order to assert a leak alarm. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough to trigger an alarm. The soft port orifice size was increased to match the shape of the predicate port. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: alarm did not sound even though dressing was obviously not adhering.